Event description:
Literature: vergani f, landi a, pirillo d, cilia r, antonini a, sganzerla ep. Surgical, medical, and hardware adverse events in a series of 141 patients undergoing subthalamic deep brain stimulation for parkinson disease. World neurosurg. Apr 2010;73(4):338-344. Summary: the authors reported a single center, retrospective analysis of complications in a large population of parkinsonian patients with a long-term follow-up (mean, 4.6 years). A total of 141 patients underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) between (B)(6) 1998 and (B)(6) 2007. In this series, neither seizures nor extradural/subdural hematomas were observed. Reportable event: one patient presented with an inflammatory seroma at the ipg level that was treated with repeated percutaneous tapping. The aspirate from the seroma was sterile after microbiology analysis. This complication required a longer in-hospital stay for the patient. See literature article with MFR report# 3007566237201008991.

Manufacturer narrative:
(B)(4). At this time, no additional information was available. Additional information has been requested.